Event description:
It is reported that a customer has been receiving bad sensor alarm and two calibration alarms on their insulin pump. The patient's blood glucose was at 119 mg/dl. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The sensor may have been damaged or bent. The customer was sent a new sensor. No further information was provided.

Manufacturer narrative:
Findings: reliability analysis: inspected 1 opened/used enlite sensor and performed bbs solution test and sensor failed per specification no isig reading detected due to found sensor contact pad damage.